Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (remove one or more of the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding(general)") and ankylosing spondylitis ("ankylosing spondylitis") in a 34-year-old female patient who had essure (batch no. 20193381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". The patient's past medical history included menarche. Previously administered products included for an unreported indication: mirena in 2009 and ortho-tri-cyclen. Concurrent conditions included malaise, painful feet, sweaty, vaginal delivery (2), pain in hip and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ankylosing spondylitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / right lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("anxiety"), depression ("depression"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vision blurred ("blurred vision") and weight increased ("weight gain"). The patient was treated with surgery (remove one or more of the essure / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ankylosing spondylitis, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, anxiety, depression, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, allergy to metals, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, ankylosing spondylitis, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient most symptoms decreased after removal of essure. Current weight 186 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.03 kgs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - back pain, fatigue, pelvic pain, menorrhagia, dysmenorrhea". Most recent follow-up information incorporated above includes: on 3-apr-2018: reporter, lot number, concomitant and historical condition added from medical record. Events- "abnormal bleeding (vaginal , abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), hormonal changes, bladder infection, urinary tract infection, vaginal infection, anxiety, depression, ankylosing spondylitis, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches, nausea, nickel allergy, vaginal discharge, blurred vision, weight gain ,patient did not underwent essure conformation test", reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding(general)") and ankylosing spondylitis ("ankylosing spondylitis") in a 34-year-old female patient who had essure (batch no. 20193381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure conformation test". The patient's past medical history included menarche. Previously administered products included for an unreported indication: mirena in 2009 and ortho-tri-cyclen. Concurrent conditions included malaise, painful feet, sweaty, vaginal delivery (2), pain in hip and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ankylosing spondylitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / right lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("anxiety"), depression ("depression"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vision blurred ("blurred vision") and weight increased ("weight gain"). The patient was treated with surgery (remove one or more of the essure / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ankylosing spondylitis, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, anxiety, depression, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, allergy to metals, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, ankylosing spondylitis, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient most symptoms decreased after removal of essure. Current weight 186 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.03 kgs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - back pain,fatigue,pelvic pain,menorrhagia,dysmenorrhea" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.